Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 12th june, 2024 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the lighthead was disconnected from the spring arm and main arm and there was a risk of headlight fall. The issue was caused by rataining ring not being fixed well. We decided to report the issue in abundance of caution as headlight detachment and fall may cause serious injury.

Event description:
On 12th june, 2024 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated during operation the lighthead was disconnected from the spring arm and main arm with a risk of headlight fall. The issue was caused by retaining ring not being fixed well. There was no adverse outcome to patient or operator and no delay in the medical procedure, however, we decided to report the issue in abundance of caution as headlight detachment and fall may cause serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, d1 brand name, d4 catalog #, d4 version or model # and d4 unique identifier (UDI) # deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 12th june, 2024 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the lighthead was disconnected from the spring arm and main arm and there was a risk of headlight fall. The issue was caused by rataining ring not being fixed well. We decided to report the issue in abundance of caution as headlight detachment and fall may cause serious injury. Corrected b5 describe event and problem: on 12th june, 2024 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated during operation the lighthead was disconnected from the spring arm and main arm with a risk of headlight fall. The issue was caused by retaining ring not being fixed well. There was no adverse outcome to patient or operator and no delay in the medical procedure, however, we decided to report the issue in abundance of caution as headlight detachment and fall may cause serious injury. Previous d1 brand name: powerled ii. Corrected d1 brand name: maquet powerled ii. Previous d4 catalog # unknown. Corrected d4 catalog # none. Previous d4 version or model # unknown. Corrected d4 version or model # ardpwt229030a. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. According to the information received by getinge, the issue occurred during surgery. The root cause analysis was performed by a subject matter expert and it was concluded the mechanical coupling between the spring arm and the main arm has failed because the circlip was not fully seated in its groove. The root cause is an incorrect fitting during installation, or spring arm replacement during maintenance. As the issue occurred 4 months since installation date, it can be supposed the installation was not performed correctly. All the procedure and reminders about the correct fitting of this circlip are detailed in all installation manuals lights where it is involved. The circlip mounting is critical operation and must be performed in accordance with relevant instructions. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.